Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays for approximately 49 patient samples from the cobas 6000 e601 module. Representative examples include: an initial elecsys tsh result of 0.863 uiu/ml and a repeat result of 1.29 uiu/ml. An initial elecsys ft4 IV result of 1.98 ng/dl and a repeat result of 1.27 ng/dl. An initial elecsys ft3 iii result of 3.84 pg/ml and a repeat result of 1.69 pg/ml. An initial elecsys anti-tg result of 125 iu/ml and a repeat result of 13.4 iu/ml. An initial elecsys anti-tpo result of 452.2 iu/ml and a repeat result of 9.8 iu/ml.

Manufacturer narrative:
The quality control results were acceptable prior to the event. The tsh reagent lot number was 78217801 with an expiration date of 31-oct-2024. The ft4 reagent lot number was 78436801 with an expiration date of 31-mar-2025. The ft3 reagent lot number was 75320501 with an expiration date of 28-feb-2025. The anti-tg reagent lot number was 76843701 with an expiration date of 28-feb-2024. The anti-tpo reagent lot number was 76914601 with an expiration date of 31-jan-2025. The field service engineer found there was a reagent dispensation failure and an issue with a board. He replaced the reagent probe and reseated six connectors on the board. A water leak was found due to a pinhole in the reagent syringe tube. The affected tube was replaced. Qc, operational checks, and function checks were performed and were acceptable. Analyzer alarms including "temporary clogging of fibrin lumps derived from the specimen" and "no clogging with control measurements" were observed. The investigation is ongoing.